Manufacturer narrative:
The lead is part of a complex pacing system making it very difficult to determine if the loss of capture was due to lead malfunction, patient condition, or if the device had reached the end of its life as it was implanted for over 10 years. No conclusions can be drawn since the device was not returned for analysis.

Event description:
Information was received that this lead was replaced due to loss of capture.